Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The failure analysis investigations confirmed but did not replicate the customer reported complaint. Error 48228 was found in the log, and was related to invalid camera flash. No error at quality acceptance procedure (qap). The endoscope passed the endoscope diagnostic tests (edt). The complaint regarding lens was foggy was confirmed by failure analysis.

Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress to determine the cause of the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope image moved upside down. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the system encountered vision issues. The first endoscope they installed would not calibrate. The customer tried to clean the endoscope connection with alcohol with no change. The customer replaced the first endoscope and the new endoscope image was greenish and the image was upside down. The customer had tried to reseat the endoscope, tried to adjust the base of the endoscope 180 degrees with no change. The customer power cycled the system with no change. The procedure was converted to laparoscopy before calling for assistance. An intuitive surgical, inc. (Isi) technical support engineer ( tse) reviewed the system logs and noted endoscope flash data errors with endoscope# (B)(6). The tse recommended the staff reprocess the first endoscope and test prior to a follow on procedure. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: the endoscope was inspected prior to use and no issue was noted. The first endoscope did not calibrate and did not use. The second endoscope was used for some time and then the image went inverted. The image looked inverted when placed on any angle. The endoscope was placed on 180 degree and still looked inverted. The vision issue did not cause patient injury. The endoscope did not move in the opposite direction. The surgeon went to laparoscopy because of the endoscope image issue. The port size was not increased, or additional ports were not placed. When the third endoscope was installed, the issue did not occur. The surgeon then continued the procedure robotically. There was no injury/harm to patient after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) further tested the endoscope by placing it on an in-house system for cable testing and failed to a defective component.

Event description:
Refer to h10/h11 for follow-up information.